Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The device was received in good condition with no keypad/labels removed. Visual and functional testing were performed. A cassette was attached to the device and ran with no issues. The reported issue could not be duplicated; however, as preventative measure the upstream sensor was recalibrated and the downstream sensor was replaced.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm.